Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_interstim_ins, serial# unknown, product type implantable neurostimulator; product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_interstim_ins, serial# (B)(4), product type implantable neurostimulator. (B)(4).

Event description:
20% of patients had severe side effects/complications with sns.